Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Initial reporter state: (B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used during a pancreatic duct placement procedure in the pancreatic duct. The exact date of the procedure was not reported. According to the complainant, during the procedure and outside the patient, when the physician attempted to insert the advanix pancreatic stent, it was noticed that the stent was kinked. Another advanix pancreatic stent was opened and the procedure was completed successfully. There were no patient complications reported as a result of this event.